Event description:
It was reported that ongoing intermittent occlusion alarms occurred. As a result, the customer had high blood glucose readings on their continuous glucose monitor due to these occlusion issues, but specific values were not recalled. The customer took corrective action by using multiple daily injections. Reportedly, the customer reverted to an alternate method insulin therapy.